Manufacturer narrative:
Additional information: on (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on march 30, 2020, mentor became aware that the patient underwent device removal and replacement with 550cc mentor memorygel breast implants, catalog number 3507550bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a crease was observed in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. It is possible that the crease was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on june 5, 2020, mentor became aware that the patient actually experienced baker grade iii capsular contracture on the right side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a 550cc mentor memorygel breast implant and experienced baker grade IV capsular contracture and rupture on the right side postoperatively. As a result, the patient underwent device removal on (B)(6) 2020.